Manufacturer narrative:
(B)(4). One flash drive was returned for investigation. A visual inspection was conducted, and no anomalies were observed. The unit was attached to a failure investigation test ventilator for analysis, the unit was powered on, and passed power on self-test (post). However, there was not showing the ventilator serial number on the status display, which would suggest that the ventilator could not read that data from the usb flash drive. Error codes, including ¿service required. Serial number mismatch¿ was displayed on the gui screen. Tests were performed in attempts to validate the ventilator¿s serial number without success. No further investigation or repair was conducted on this unit. The reported fault would not affect patient ventilation. The customer reported malfunction was verified.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator malfunctioned. Additional information has been requested as there is no indication of what kind of malfunction has occurred or if the patient was transferred to another unit. There is no reported patient injury.